Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding. It was reported that patient underwent cystoscopy, monarc implant on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to sui, failed collagen injection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent cystoscopy with collagen implant for stress urinary incontinence on (B)(6) 2005 and (B)(6) 2006. It was reported that the patient underwent exploratory laparoscopy and bilateral salpingo-oophorectomy on (B)(6) 2006 for pelvic pain.